Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient undergoing a therapeutic plasma exchange (tpe) treatment with a prismaflex tpe set and a prismaflex control unit experienced generalized hives, respiratory problems and was hospitalized. Albumin and/or fresh frozen plasma were used during the tpe treatment. There was no medical intervention reported for this event and the reporter declined to provide additional information.